Manufacturer narrative:
The initial reporter was a getinge employee. Initial reporter name (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter, between the catheter, and the returned maquet sheath. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.2cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint# 372179

Event description:
It was reported that during the investigation of the device involved in mfg report number 2248146-2020-00489 a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.